Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found there was noise in the image during angulation in the up/down direction and the image did not appear due to a cut on the charge-coupled device cable. The reported issue (air leak) was not confirmed during testing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was an air leak from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was noise in the image during angulation and the image did not appear. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.